Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient possibly having an infection. The surgeon was going to wash out the joints to find if there was an infection, so as a precaution the surgeon changed the components that were easy to remove.